Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the investigation showed even though the physician judged the patient was suitable for this procedure, the treatment had to be abandoned due to damages in the access route. Furthermore vessel condition was worse than expected as severe calcification and stenosis did not improve with pta and vascular recoil occurred. Laparotomy was also difficult due to severe calcification in the cias and abdominal aorta. Based on this information, it does not seem like the device was the root cause of the difficulties encountered. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent taa repair (aneurysm in the descending aorta) with left approach first as planned. The patient was suitable for endovascular repair though stenosis due to calcification in the both right and left eias ~ cias was observed, and the procedure of tevar and vasodilatation for the stenosis were conducted under an advising doctor's film review. The delivery system was advanced after pta was performed in the stenosed site with synergy 8 mm x 40 mm (boston scientific japan). However, the physician encountered strong resistance in the cia due to calcification. Image display showed that a tip of the delivery system was caught on the calcification, which resulted in pushing up the whole vascular in the proximal site. Then, the approaching site was changed to the right. The delivery system was advanced after pta, but advancement difficulty occurred. The balloon was changed to gekira 10 mm x 30 mm (tokai medical products) and the delivery system was advanced again after pta with the gekira balloon, but it would not advanced due to clustered calcifications. Confirmatory angiography confirmed dissection of intima of the vessel in both right and left cias. Luminexx (left: 8 mm×80 mm, right: 8 mm×100 mm / by medicon) was placed for the dissection and the procedure was completed. Patient outcome: there has been no patient outcome reported.